Event description:
Device 1 of 2. Ref MFR report#: 1627487-2012-05532. It was reported stimulation turns off by itself. An impedance check revealed two invalid contacts. Reprogramming resolved the issue. It was also reported the pt is experiencing pain at the ipg site. The pt is also having difficulty recharging the ipg due to allegedly being tilted at the pocket site.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.